Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient's thigh was painful, surgery to replace with larger stem and shorter head and liner. X-ray confirms loosening of the acetabulum and shows radiolucency around the shell.

Manufacturer narrative:
An event regarding pain and loosening was reported. The event was confirmed. A visual, functional and dimensional inspection could not be performed as the device was not returned. The provided medical information was submitted to a consulting clinician who confirmed the loosening of the acetabulum and radiolucency around the shell with provided x-rays but deemed the information insufficient and rejected it for a medical review. Review of oracle transactions indicate the devices were manufactured and accepted into finished goods. There have been no other events for the lot referenced. The provided medical information was submitted to a consulting clinician who confirmed the loosening of the acetabulum and radiolucency around the shell with provided x-rays but deemed the information insufficient and rejected it for a medical review. Further information such as primary and revision operative reports, past/clinical medical history, serial x-rays and examination of explanted components are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
Patient's thigh was painful, surgery to replace with larger stem and shorter head and liner. X-ray confirms loosening of the acetabulum and shows radiolucency around the shell.